Event description:
The pt was admitted for a procedure in 2008 with a calcified lesion in the mid right coronary artery. It was noted that the vessel was tortuous. The physician tried to cross the lesion with a 2.5 x 23mm cypher stent and met resistance. The physician then attempted to pull the stent back and it dislodged while pulling it back into the guiding catheter. The stent was successfully retrieved with a snare and two endeavor stents were used to complete the procedure.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.